Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact to the customer's blood glucose level. The customer was instructed to reset the pump to resolve the issue. The customer declined to reset the pump at the time of the report. Reportedly, customer continued using pump for insulin therapy.